Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay/user reporter contacted lifescan (lfs) alleging that her one touch ultra meter powers off during use. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service representative (csr) documentation. The patient said the product issue started a couple weeks ago. She told the csr she became nauseated and shaky because she could not test. The patient said her doctor changed her oral diabetes medication to glucophage. The csr documented that the meter battery needed to be replaced and the patient did not have a replacement battery. The patient's product was replaced. This complaint is reported because the patient alleges that her one touch ultra meter powers off during use. She claims that she could not test with the product and she became nauseated and shaky.